Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-mar-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable infusion pump for an unknown indication for use. It was reported that the patient came in for a rotor/dye study after their pump refill was inaccurate. They expected to pull back 2ml of drug and they pulled back 11ml. The patient experienced increases spasticity and leg irritability. Upon accessing the catheter access port the hcp discovered that the pump pocket had a yellow viscous substance. The substance was sent for cultures, but the results were unknown at this time. The dye study was aborted after the discovery of the substance. The issue was not resolved at the time of the report. It was reported that surgical intervention occurred. The patient's status at the time of the report was noted as "alive-no injury." No further complications were anticipated/reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the patient had their pump and catheter replaced. No further complications were reported.